Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot #: 0208490666, implanted: (B)(6) 2014, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had urinary status degradation due to battery depletion. Urinary urgencies and leaks were noted. Battery replacement occurred on (B)(6) 2018, and the event resolved. The investigator assessed the event as not serious, not related to the procedure, and related to stimulation. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from a manufacturer representative reporting that normal battery depletion occurred. It was further reported that premature battery depletion occurred due to high voltage for stimulation. The following were the device settings: on (B)(6) 2015 to (B)(6) 2017 = 0.7v // 14hz // 210microsec // plot 2 - // plot 1 +. On (B)(6) 2017 to (B)(6) 2018 = 0.9v // 14hz // 210microsec //plot 2 - // plot 1 +. The event was related to the stimulation and ins. No further complications were reported or anticipated.